Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set tubing was defective and clogged. The following information was provided by the initial reporter: our nurses are unable to flush them and utilize them in patient care.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective / blocked / clogged could not be verified due to the product not being returned for failure investigation. A device history record review for model 20035e lot number 20016827 was performed. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd alaris smartsite extension set tubing was defective and clogged. The following information was provided by the initial reporter: our nurses are unable to flush them and utilize them in patient care.